Manufacturer narrative:
A new sample was taken from the patient on (B)(6) 2021. The customer reported out the results to a physician who asked for the remeasurement of the sample. The investigation is ongoing.

Manufacturer narrative:
Sample from the patient was received for investigation. Based on the testing results, there was an interfering factor against the chemical ruthenium label structure of the assay found in the sample. This interference is documented in product labeling for the assay. In rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
As no sample material could be provided, further investigation was not possible. The investigation did not identify a product problem. The cause of the event could not be determined. From the information provided, a general reagent issue most likely can be excluded. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable thyroid results for one patient sample from a cobas e 801 module. The serial number was requested but was not known. The sample was also tested on an abbott architect analyzer and then submitted for investigation and tested on cobas e801 and cobas e411 analyzers. This medwatch is for elecsys tsh assay. Refer to the medwatchs with patient identifiers (B)(4) for the other assays. The customer reported out the results to a physician who asked for the remeasurement of the sample.